Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Damaged equipment should be reported to heartware and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01106 and 3007042319-2015-01107) submitted for devices related to the same event. Driveline remains implanted.

Manufacturer narrative:
The driveline cable, (B)(4), was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable did not reveal any issue that may have compromised the integrity or functionality of the driveline cable. Review of the controller log files revealed two "vad stopped" alarms for reported event date, which can be attributed to the reported driveline disconnections. The most probable root cause can be attributed to intermittent connection between the driveline cable connector and the controller port probably due to the force exerted to the port when patient's pack fell to the floor while the patient was trying to get up. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01106 and 3007042319-2015-01107) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that after the patient dropped their pack while heading to the bathroom, the patient's driveline "fell out of the controller." It was stated that the driveline was difficult to reconnect to the controller with the driveline cover in place. Driveline cover was removed and driveline was reconnected to the controller. While inspecting the connections the driveline once again came out of the controller even though the coordinator was touching the area where you normally would to remove the driveline from the controller. It was noted that driveline began to become disconnected when pulling behind the silicone area of the driveline. Log files indicated that were two previous pump stops that correspond to patient and vad coordinators exam of the driveline. Patient was taken to the or and prepped in order for the cs engineer to properly examine the driveline, controller and for possible repair. Controller was exchanged and the connector was intact with no damage was noted to the driveline connector. The disconnection behavior was not exhibited with the new controller. Pump was stopped during the controller exchange. No other repair was performed. This is report 1 of 2.